Event description:
Additional information reports there was not a fifty percent or greater symptom reduction. It was noted that the cause of the event was not determine and it was not device related. Reprogramming was needed. The neurostimualtor (ipg) was placed in 12/10/07 with good response. Overtime her response was less despite reprogramming and she underwent bladder botox injection. It was unknown if the patient experienced loss of therapeutic effect and unknown if the loss was sudden or gradual. Also unknown if the patient experienced a loss of stimulation and if it was sudden or gradual.

Event description:
It was reported that a patient¿s doctor put in a device in 2007 and it had never been really good. There was a loss of therapeutic effect, the patient never had therapeutic effect, and the device had never worked. It wasn¿t functioning well and the patient probably could get along well without it. She had worked with her healthcare professional (hcp), they made adjustments and it worked for a while, then it stopped. They couldn¿t get it to a good spot. The patient turned the device off the morning of the report and could not tell the difference. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 7435, serial# (B)(4); product type programmer, patient product ID 748910, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 748910, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3093-28, lot# v053455, implanted: 2007 (B)(6); product type lead product ID 3093-28, lot# v053146, implanted: 2007 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she had no therapeutic benefit and the implant didn¿t work for her so it was removed. The indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.